Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and reported that she is going through batteries very frequently- about 1 per day. There is no damage to the pump casing and the battery cap and pump are nearly new. The battery cap is secure and there is no evidence of moisture. Customer support (cs) found upon review, that the patient is using off brand batteries and has the pump set to lithium but is using off brand alkaline batteries. There were no terminal 128-fxxx codes or other non responded to alarms. The patient alleged that she slept through the low and replace battery alarm today, and then had a blood glucose (bg) over 500mg/dl, with mild nausea at the time. Cs advised patient to immediately get a energizer lithium ultimate battery and to monitor the battery life - and to report any battery life less than 4 weeks to animas. Patient agreed to plan and is able to get the recommended battery for use this evening. This complaint is being reported because a patient on pump therapy experienced hyperglycemia after the use error of not addressing the low and replace battery alarms.